Event description:
It was reported that the device would not hold patient data and settings after multiple recharging and that the mother board needed replaced. The product fault occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 4/9/2024. D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in used condition with a scratched lens. During the functional testing, the reported problem could be duplicated. Device does not meet specification. The cause of the issue was found to be the pwa board. The pwa board was replaced as well as the usb ground plate, springs, pogo pins, optical switch, lcd lens, keypad, overlay, rear label and side label. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.